Manufacturer narrative:
(B)(4). The actual set was returned for evaluation. Visual and microscopic inspection found a pin hole in the cassette film. No issues were found in the hard plastic of the cassette that may have caused the pin hole. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette. He was unable to clear the alarm. Treatment was discontinued. When removing the cassette the patient found fluid leaking. He was advised to contact his pd nurse. The set was made available for evaluation. During follow up the patient reported his effluent remained clear. He was not prescribed any antibiotics. He had no complications.